Event description:
It was reported that the user experienced increased nighttime low glucose episodes, including a reported glucose value of 72 mg/dl, while using the ilet and pausing insulin delivery only for charging and showering; time-in-range was about 75 percent over 14¿30 days with approximately 0.4 percent low, and a review of available reports did not show a rising trend of hypoglycemia. Symptoms included hypoglycemia managed by oral carbohydrates. Outcomes included self-treatment without medical intervention. Investigation included technical review of reported device use and data trends with troubleshooting and user education. Investigation of this case revealed no evidence of device malfunction and no pattern indicating device-related hypoglycemia. It was concluded that the cause of the hypoglycemic events was unclear and that the device appeared to function as intended, with advice provided to continue standard hypoglycemia treatment and to monitor for increased frequency. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.